Manufacturer narrative:
(B)(6). See MFR: 3012307300-2018-02813, 3012307300-2018-02811

Event description:
It was reported that during the use of a new cassette together with a cadd® cadd-legacy® plus pump, a "no disposable, clamp tubing" alarm went off. No adverse events.